Event description:
Upon review it was determined the implant date was inadvertently omitted from the initial report.

Event description:
It was reported during the permanent implant procedure the patient experienced a wet tap during the placement of the second lead. The patient did not experience any symptoms of a wet tap, however the patient was hospitalized for observation and IV fluids. Follow up information identified the patient was doing well and did not report any symptoms during hospitalization. The physician did not implant the second lead after the wet tap.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Implant date: (B)(6) 2015. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.